Event description:
It was reported that during a procedure, the electrode allegedly failed to activate. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the result of the investigation is inconclusive for the failure to activate issue. The definitive root cause for the reported failure to activate issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Electrode activation ¿ electrosurgical unit: tva or bd esu-1 ¿ electrosurgical pencil ¿ must have a 3 prong universal connector that interfaces with an esu-1 ¿ must have a minimum rated accessory voltage of 700v and a yellow button that activates the generator. ¿ ground pad ¿ must have a universal connector that interfaces with an esu-1 ¿ must be rated to disperse a minimum of 60w for 2 seconds ¿ arm restraint ¿ tz medical arm board ref cz-400-tva and arm straps inspection prior to use 1. Before removing the wavelinq¿ 4f endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. Preparation of the catheters 23. Carefully inspect the wavelinq¿ 4f endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ 4f endoavf system to sterile field using standard transfer precautions. H10: d4 (expiry date: 07/2022), g3, h6 (method) h11: b5, e1, e3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during a procedure, the electrode allegedly failed to activate. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the result of the investigation is inconclusive for the failure to activate issue. The definitive root cause for the reported failure to activate issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Electrode activation ¿ electrosurgical unit: tva or bd esu-1 ¿ electrosurgical pencil ¿ must have a 3 prong universal connector that interfaces with an esu-1 ¿ must have a minimum rated accessory voltage of 700v and a yellow button that activates the generator. ¿ ground pad ¿ must have a universal connector that interfaces with an esu-1 ¿ must be rated to disperse a minimum of 60w for 2 seconds ¿ arm restraint ¿ tz medical arm board ref cz-400-tva and arm straps inspection prior to use 1. Before removing the wavelinq¿ 4f endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. Preparation of the catheters 23. Carefully inspect the wavelinq¿ 4f endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ 4f endoavf system to sterile field using standard transfer precautions. H10: d4 (expiry date: 07/2022), g3 h11: e1, e3, g1 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2022).

Event description:
It was reported that during a procedure, the electrode allegedly did not move and the catheter did not function properly. There was no reported patient injury.